Event description:
A malfunction was reported with a pump displaying a malfunction code of "malf 1." There was no adverse impact to the customer's blood glucose level. Corrective actions included sending a replacement pump to the customer, who will use a backup insulin pump in the meantime.